Event description:
It was reported that the images on the monitor of the 6800 system is jumping. The cases were completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure replaced the hard drive and image processor pcb. The system was tested and found to be working as intended and placed back into service.